Event description:
It was reported that the patient presented to the emergency room with symptoms of increased pain, numbness and nausea. Additional information reported the patient experienced altered mental status. On (B)(6) 2014, the patient's pump was replaced because "the pump was not working". The patient symptoms that accompanied the "pump failure" were muscle cramping, muscle twitching and hallucinations. The pump was delivering fentanyl and lioresal. Additional information reported the patient experienced rigidity, shakiness and ¿hearing country music¿. The cause of the event was an unknown issue with the catheter. The catheter was replaced. It was indicated the event was not due to the pump. It was unclear if there was an issue with the pump. The patient recovered without permanent impairment. It was noted the pump rate needs adjustments. Other medication the patient was taking at the time of the event was baclofen.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).